Manufacturer narrative:
(B)(4). Results: endoleak, occlusion. User related; inaccurate measurement at index procedure. Conclusion: user related; inaccurate measurement at index procedure.

Event description:
An endurant stent graft system was implanted in the patient for endovascular treatment of a 6.7 cm fusiform abdominal aortic aneurysm, a right iliac aneurysm 4.7 cm in diameter x 6 cm long, and a left iliac aneurysm 3.0 cm in diameter x 7.5 cm long. It was reported that a recent CT showed proximal migration of right limb resulting in a distal type 1 endoleak in the right ipsilateral iliac limb. It was reported that the migration was related to the iliac limb. This was the effect of too short of an iliac limb (planning mistake), resulting in too short landing zone and insufficient fixation. It was related to index procedure, due to the fact that mistake was made during the measurement. It was not visible initially; the migration happened and was visible after 3 years. It was not related to device, but to measurement error. The angiogram revealed that currently the aaa was 8.2 cm in diameter. The investigator indicated this was related to the procedure not related to the stent graft. The occlusion continues from previously reported event. It was reported that the right iliac ipsilateral limb stent graft migrated proximally, resulting in a distal type 1 endoleak. There were two endurant ii ipsilateral iliac-extensions 16x24x124 and 16x16x82 successfully excluding the distal type I endoleak. No additional clinical sequelae were reported.